Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
(B)(6) 2009, initial procedure did for tha. (B)(6) 2019, pseudo tumor was observed. It was planned a revision on (B)(6) 2020.

Manufacturer narrative:
Reported event: an event regarding altr involving a cent pillar stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for review. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the cause of the event could not be determined because insufficient information was provided. Additional information such as such as device return, pre and post operative x-rays, operative reports, histopathology reports, as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non- conformity or unanticipated hazard. H3 other text : device not returned

Event description:
(B)(6)2009 , initial procedure did for tha.(B)(6)2019 , pseudo tumor was observed. It was planned a revision on (B)(6)2020 .